Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance (greater than 129 ohms). A request was made to have data from this device analyzed. Rhythmcare reviewed device data, noting shock impedance over the last month have been 117-120 ohms and advised a noticeable decrease in patient activity. Rhythmcare provided recommendations for troubleshooting, and programming options. The rv lead remains implanted. No adverse patient effects were reported.